Manufacturer narrative:
Physician stated that he believes patient's pre-existing hypertension may have contributed to excessive bleeding. At the time of this report, no further patient injury or negative health related outcomes have been reported. The device was discarded after the procedure and the serial number was not provide/unknown. Therefore, no investigation of the device was completed.

Event description:
Male patient received bilateral cryotherapy in the nasal passageway under endoscopic visualization in the doctor's office on (B)(6) 2019. Unknown if patient followed post-treatment instructions. On (B)(6) 2019, patient presented with major exsanguinating hemorrhage from both sides of nasal passageway and had to have nasal packing placed. On (B)(6) 2019, physician reported that patient had intermittent bleeding with the packing in place. Physician indicated that he was taking patient to operating room to remove the nasal pack and if he noted a distinct bleeder, he would perform electrocauterize. He further indicated he would have a low threshold to perform sphenopalatine artery ligation. Physician confirmed on 8/19/2019 that he was unable to find an active bleeding site, but performed an sphenopalatine artery ligation. On 9/7/2019, physician provided additional information that patient had a history of not perfectly controlled blood pressure (e.g./ patient was taking blood pressure medicine but it was apparent from discussion with anesthesia that he was showing signs of being too high on the front end). Physician believes a scab broke off and because of his high blood pressure he continued to bleed from the spa area. During the surgery he could not see an active bleeding point therefore he felt the spa ligation was necessary in order to ensure no subsequent bleeding. No blood transfusion required. No further patient injury or complications. No long-term consequences. Physician stated that he believes patient's pre-existing hypertension may have contributed to excessive bleeding.